Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c intraocular lens. The event description provided states "...when lens was introduced into eye noted that the haptic was broken". For further please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00070.